Event description:
During follow-up, far r oversensing was observed on the device. Abbott technical support was contacted and the device was reprogrammed to resolve the event. The patient experienced no adverse consequences. Further information was requested but not yet available.